Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Review of the device history record showed that the named devices were accepted with conformance to the device requirements.

Event description:
Patient has superficial infection. Surgeon cleaned out the region of the incision. No reported revision or issue with implants.